Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. Corrected fields: b5 and h6. Correction to g3 of the initial medwatch. The aware date should be 04apr2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: for phenomenon "halation occurs and it is difficult to use": it is not known why the issue occurred. For phenomenon "front panel is flashing": it was confirmed that the cause was the faulty high intensity motor. The cause of the defect could not be surmised. Olympus will continue to monitor field performance for this device.

Event description:
Additionally, it was reported the xenon light source exhibited halation and it was difficult to use the device. The issue occurred during an unspecified therapeutic procedure. The intended procedure was completed using another device without a delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the light source exhibited front panel was flashing due to high intensity motor failure. There were no reports of patient involvement.